Event description:
A malfunction was reported by the caller on their pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer was assisted with resetting the pump by technical support, with instructions provided in case of recurring issues. The malfunction code did not recur after the reset, and the customer was able to continue using the pump.